Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump alarmed for power error detected and experienced high blood glucose of 528 mg/dl. Customer's current blood glucose was not given. Customer stated that power error detected recurred within a week of previous occurrence and internal power source was unable to charge. Customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.